Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection identified a broken knob. Device evaluation found that the device required a full overhaul confirming the reported issue. The device was overhauled. The primary outlet fitting was replaced. The device was calibrated and tested to OEM specification. Alarm calibration, inlet check valve leak, and outlet tests were performed and all passed. A definitive root cause was not made; however, it was most likely due to mishandling as there was a broken knob. This was not related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, there is a difference of 5% o2 at both setting of 60% o2 and 100% o2. Additionally, there is a low gas alarm. It is unknown if there was patient involvement. There was no patient harm reported. No additional information is available.